Event description:
It was reported that at interrogation an error message displayed informing the user the diagnostic data was invalid. The message was cleared and the data was lost. The device remained implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.